Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated weight (reported as approximately (B)(6)) the device will not be returned for analysis. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4) evaluation summary: the device was returned fully clip-deployed. The returned condition indicated that the plunger was fully engaged and the locator wings were open, consistent with post-procedure manipulation. During testing, the device was disassembled for internal inspection. The locator wings were manually collapsed and were found slightly bent. Bent wings prevented them from fully collapsing into the delivery tubeset when the clip was fired and subsequently resulted in difficult device removal as reported. Based on the investigation findings, the probable cause for the bent wings that directly resulted in difficult device removal after the clip deployment is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and interfere with the clip deployment and device removal. It was observed that the access ports and safety release were utilized to facilitate the device removal as instructed in the instructions for use. No manufacturing or quality issues were detected. The probable cause for bent locator wings that subsequently resulted in difficult device removal was determined to be related to the operational context during use of the device and not a product quality deficiency. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of the left common femoral artery after a diagnostic procedure. Reportedly, after the clip was deployed, the device was difficult to remove. The access ports were used and the device was removed from the anatomy. There was some oozing and manual pressure was held for approximately 2 minutes. There was no adverse patient sequela. Though requested, no additional information was provided.